Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on or about (B)(6) 2008 to treat her stress urinary incontinence and/or prolapse. Plaintiff's attorney alleged plaintiff suffered injuries, including but not limited to, pain, infection, worsened incontinence, urinary problems, dyspareunia, erosion, disability, and other permanent injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.